Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver not powering on after charging. Functional tests were not performed due to the receiver not powering on. An internal visual inspection was performed and passed. The battery was measured and failed. The receiver log was not downloaded and reviewed due to the receiver not powering on. An attempt to download the receiver logs by replacing the battery with a good known battery was performed and failed. The charging circuits were measured and failed. The allegation was confirmed. The probable cause was determined to be a defective usb connector. No injury or medical intervention was reported.